Manufacturer narrative:
No injector (unspecified product) was returned for evaluation for the report of the lens being jammed in cartridge during delivery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A purchaser reported that during an intraocular lens (iol) implant procedure, the lens was jammed in the injector while in patient contact.

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the purchaser, who reported that the procedure was completed successfully with another iol and cartridge without an issue. There was no patient harm.